Event description:
It was reported that during preventive maintenance (pm) cardiosave intra-aortic balloon pump (iabp) fails drive manifold leak test. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected data: e1 (initial reporter name, email), e4, g2. The getinge field service engineer (fse) that encountered the issue, where the unit would not pass the drive manifold vacuum leak test (leak value = 27). The fse checked all fittings and tested multiple times with the same result. The fse replaced the drive manifold assembly (0104-00-0031) to resolve the leak. After replacement the safety disk would no longer pass the membrane leak test. The fse calibrated the transducers but could not get a pass result. The fse replaced the safety disk (0202-00-0140) and tested good. The fse completed a full pm; all tests passed to factory specifications. Returned to the customer and released for clinical use. The following was performed by (B)(6), technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 11 feb 2025. The failure analysis and testing department received the following parts associated with this complaint: pn: 0104-00-0031 rev h, sn: (B)(6) _asco drive manifold assy. Pn: 0202-00-0140 rev j, sn: (B)(6) safety disk. These parts were received with a reported unit failure message of drive manifold leak tests failed for drive manifold assy. And membrane leak test failed for safety disk. Performed visual inspection of these parts received and both parts looks in good condition. Installed drive manifold assy. Into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed all manifold leak tests and failed drive manifold leak tests with result of vacuum leak diff. Pres. 30mmhg and pressure leak diff. Pres. -56mmhg; the factory specifications are for vacuum leak diff. Pres. +-25mmhg and pressure leak diff. Pres. +-55mmhg. The fat dept. Verified the failure messaged of drive manifold leak tests fails. Drive manifold assy failed testing. Sending drive manifold assy, to the supplier for further investigation per procedure 0002-07-d008 rev as. Installed safety disk into the cardiosave test fixture sn: (B)(6) and tested to the factory specifications per pn: 0002-07-d016 revision f and cardiosave service manual pn: 0070-00-0639 revision r. Performed all manifold leak tests and passed with result of membrane leak test 4mmhg, the factory specification is +-6mmhg. The fat dept, could not verified the failure message of membrane leak test fails. Safety disk passed testing. Retaining safety disk in the fat dept. Per procedure 0002-07-d008 rev as. For root cause grid: pn: 0104-00-0031 drive manifold assy: itd. Pn: 0202-00-0140 safety disk: noc. Refer to CAPA: 1406400, for more information regarding additional investigation details.